Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments on the display due to a faulty connector on the mother board. The insulin pump also had some cosmetic damage.

Event description:
It was reported that the insulin pump had display anomaly. Customer stated that segments were missing on the screen and buttons were unresponsive. Advised the customer the insulin pump would be replaced. No further information provided.